Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the printed circuit board (pcb) inspiratory module with electromagnetic interference (emi). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.